Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, a sales representative reported via phone that an ar-1588rt-2j tightrope® ii rts shortening stitch tore. This occurred during an acl reconstruction on (B)(6) 2026 when one of the white shortening stitches tore off the implant as they were shortening. All fragments were recovered from the patient. The case was completed using another ar-1588rt-2j tightrope. The case was delayed by about 5 minutes, during which no additional anesthesia was administered. There was no harm to the patient.